Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds, oversensing with no pacing inhibition and lead insulation issues. It was noted that the physician opted to observe the ra lead and no intervention has been performed. The lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. Ultimately, a defibrillation threshold (dft) test was performed which was successful and this ra lead remains in service and will continue to be monitored.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds, oversensing with no pacing inhibition and lead insulation issues. It was noted that the physician opted to observe the ra lead and no intervention has been performed. The lead remains in service. No adverse patient effects were reported.additional information was received that this ra lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. Ultimately, a defibrillation threshold (dft) test was performed which was successful and this ra lead remains in service and will continue to be monitored.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.this product investigation is still in progress. This report will be updated when product investigation is complete.